Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call that the customer was hospitalized for blood glucose values exceeding 500 mg/dl. The patient experienced diabetic ketoacidosis, nausea, and vomiting. Troubleshooting was initiated to inspect the insulin pump and its treatment components. The drive support cap appeared normal. The customer was able to successfully prime using the current set. The insulin pump settings were programmed accurately as well. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer.